Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 407mg/dl. Customer¿s current blood glucose level of 358 mg/dl. Customer was treated with insulin pump. Cannula was bent. There was no leak and air bubble. The product will not be returned for the analysis.